Event description:
It was reported that 3.5 hrs into the dialysis treatment the venous port of tesio catheter and venous bloodline separated resulting in an approx 100cc blood loss. The connection was not taped and the dialysis machine did not alarm. The pt suffered no ill effects from the incident.